Event description:
Employees stated she had worn the glove before without problem. She scrubs, and then works in the IV room for 4 hours. On this occasion she felt like "fire", and had blisters. She sought medical treatment and was given synalar cream and a medrol dosepak.